Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
Pediatric patient was reportedly hospitalized on (B)(6) 2018 due to elevated blood glucose (bg) levels. The patient's bg levels reached 23.9 mmol/l (431 mg/dl) while wearing the pod on the hip/buttocks for an unknown length of time. In addition to the high bg levels, traces of ketones were present in the patient's body. While at the hospital, the doctor had the patient remove his pod. The patient remained hospitalized for 3 days and was discharged on (B)(6) 2018. To treat his elevated bg levels, insulin was administered to the patient. The patient was also prescribed an insulin pen for future use. As a result of the event, the doctor adjusted the patient's basal program and made changes to his insulin doses. It was also noted that insulin was leaking from the insertion site and "the adhesive was loose" during wear.